Manufacturer narrative:
Lot number: 0023354174 was reported. However, returned device has lot number: 23354167.

Event description:
It was reported that a fracture of the delivery shaft occurred. A 145 guidezilla guide extension catheter was selected for use in the coronary. During introduction inside the body, it was noted that a fracture of the delivery shaft occurred. The procedure was completed with the another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Lot number updated from 0023354174 to 0023354167. Age at time of event: 56. Unit of measure - age: years. Device was evaluated by the manufacturer. The device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated. There are kinks along the hypotube at 28cm, 29.3cm, and 111cm from the handle. There are multiple flat spots along the distal shaft. The distal shaft appears twisted 5.2cm from the tip. Microscopic inspection revealed multiple scratch marks along the distal shaft. There is blood in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a fracture of the delivery shaft occurred. A 145 guidezilla guide extension catheter was selected for use in the coronary. During introduction inside the body, it was noted that a fracture of the delivery shaft occurred. The procedure was completed with the another of the same device. No patient complications were reported and the patient was stable.